Event description:
A customer reported that during a patient procedure, using a glidescope bflex 2 large 5.8 single-use bronchoscope, when instilling saline for some secretions, the image became nothing but foggy and was no longer visible. The procedure was able to be completed successfully with a backup glidescope bflex single-use bronchoscope which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The customer was unable to have the reported glidescope bflex 2 large 5.8 single-use bronchoscope returned to verathon for evaluation as it had already been discarded at the facility. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for glidescope bflex 2 large 5.8 single-use bronchoscopes did not identify any similar complaints reported to verathon. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Trending analysis for the glidescope bflex 2 large 5.8 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Corrective action is not required at this time. Verathon will continue to monitor for trends.